Event description:
Information was received that during bench testing of this smiths medical medfusion 4000 pump, the pump exhibited repeated primary audible alarm. No patient involvement reported.

Manufacturer narrative:
Other, other text: h3: one medfusion pump was received cracked on the lower left front corner of top case and cracked on the lcd lens support and right plunger case. The event history log was reviewed and there was a primary audible post error. The power up process was conducted and the reported issue was unable to be duplicated. The cause of the intermittent error was unable to be determined since the j9 connector was fully seated and properly glued (3 surfaces ? Both sides). The speaker was replaced as a preventative measure.